Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026 to (B)(6) 2026. The leakage was at the site. The issue occured with 4 infusion sets. The infusion set was in use for les than 24 hours. The blood glucose level was 504 mg/dl and the patient was treated by replacing the infusion sets. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.